Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician placed a taxus express2 3.0x24mm drug eluting stent to the distal right coronary artery (rca). The balloon was deflated, as seen angiographically, but some resistance was met when removing the device. "Pulled very hard and got it out." No pt injuries or complications were reported. Pt status is reported as ok.